Event description:
The st. Jude medical rep reported that t-wave oversensing and noise was observed due to a suspected lead fracture. The lead was capped.

Manufacturer narrative:
This report in its entirety was completed solely by st. Jude medical, crmd.

Event description:
New information notes that during explant procedure for normal device change out, externalized conductors were noted on the previously capped lead post explant.